Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, d6a, d10, g3, g6, h2, h6, h11. D10 - concomitant devices - persona cemented stemmed tibial component right size c catalog #: 42532006402 lot #: 65392356, persona medial congruent articular surface right 10mm catalog #: 42522100310 lot #: 65280658.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address infection approximately three (3) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona tibial component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni. G2: foreign - event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the femoral component to address unknown complications post-operatively. Attempts have been made, however, no additional information is available.